Event description:
It was reported that the tubing separated at the connection point where the flexible tubing goes into the pump and attaches to the blue fitment that seats into the pump while connected to a patient in the msicu. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed as a separation/tearing of the silicone pump segment. During visual inspection of the received set, it was observed that the silicone segment was separated/torn away from the upper fitment. No functional testing was performed. The root cause of the tubing separating/tearing was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing separated at the connection point where the flexible tubing goes into the pump and attaches to the blue fitment that seats into the pump while connected to a patient in the msicu. There was no harm.